Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic left hepatectomy, after firing while disconnecting the left hepatic vein, the reload stuck to the tissue. The handle could not be squeezed and could not be pulled back. The locked reload was removed to the tissue by firing and cutting on both sides of the tissue using another handle and reload. It was also stated that the staple line from the initial reload was incomplete centrally. Another reload was used to fix the staple line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.